Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The liner trial was found to be broken (pieces chipped off of it) in the pan.

Manufacturer narrative:
Additional narrative: examination of the returned trial confirmed the complaint. The ards were not properly aligned with the mating features of the cup before trying to seat leading high stresses on the ards of the trial. In addition, the date code ka1006 indicates the instrument was manufactured in october of 2006 and is over 9 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.